Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a broken insulin pump. Customer's blood glucose was over 400 mg/dl. Customer could not recall any significant events leading up to the insulin pump being broken. Customer treated high blood glucose with self injection. Customer is advised to disconnect from the insulin pump and revert to back-up plan. No additional information is provided.